Event description:
The hydratome rx44 after being put down the scope for an ercp was noted to have a defect at the tip. The physician was not able to advance the tome up the bile duct. The hydratome was removed and second hydratome was opened and used without difficulty.